Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified. The failure investigation has been completed and the alleged low blood glucose issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) level was 125-130 mg/dl. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy. Additionally, it was reported that customer experienced low bg earlier in the day; value not provided. Reportedly, customer resolved low bg. Customer declined to trouble shoot with tandem technical support or provide further information.